Event description:
A high reading issue was reported with the adc device. A customer reported receiving a sensor scan that was higher than felt and experienced a loss of consciousness. The customer further reported being able to self-treat with their regular medications: gliclaziade (diabetes), rosuvastatin (cholesterol), jardiance (diabetes), nerve pain medication gabapentin bupropion (anti-depressant), diclofence (pain med), januvia (diabetes). No further information was provided.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.